Event description:
A discordant low hemoglobin result was obtained on one sample on the advia 120 system with autosampler. The sample was flagged by the system. The discordant result was reported to the physician, who did not question the result. The sample was not repeated. Patient was admitted to the hospital but did not receive any blood products. There are no known reports of patient intervention or adverse health consequences due to the discordant low hemoglobin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse found a loose aspiration needle. He replaced the aspiration needle and verified control performance, which was within specifications (sd was 0.07 versus specification of <0.14). The instrument is performing within specifications. No further evaluation of the device is required.